Event description:
It was reported that during a stenting treatment procedure stent thrombosis occurred and stent damage following deployment. Access was obtained via the femoral artery. The 8 mm in length, 4.50 mm in diameter, eccentric, de novo and 60% stenosed target lesion being treated was located in the non-calcified and non-tortuous left main coronary artery (lmca). Direct stenting with a 4.00x12 mm promus element stent delivery system (sds) was performed and the stent was deployed in the lmca. A 8.00x24 mm promus element sds was then advanced and deployed in the left anterior descending artery. A 3.50x16 mm promus element sds was then advanced and deployed in the left circumflex artery. It was then noted that a stent thrombosis had started to form in the proximal end of the 4.00x12 mm promus element stent and post-dilation was performed with a non-compliant balloon. The proximal end of the 4.00x12 mm promus element stent appeared to have shortened by about 50 percent. The stent was again post-dilated with a non-compliant balloon catheter and the stent seemed well positioned and well apposed and there was no unresolved vessel thrombus. A non-bsc guide catheter and/or the atlantis ivus catheter were attributed to having caused the stent shortening as they had been advanced through the stent multiple times. The procedure was completed with the post-dilation of the 4.00x12 mm promus element stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: t is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).